Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. The customer reran six samples on the other two instruments and obtained identical results. The customer inspected the instrument and did not find any process errors. A siemens headquarter support center (hsc) reviewed the instrument data. The fluid verify measurements were elevated, which indicated that the sample across the sensor was not homogenous, containing air bubbles, gel, fibrin, and/or cellular material. The results for na and another method were different by the same ratio, which suggested that the integrated multisensor technology (imt) dilution of the sample was impacted. Samples processed before and after the two runs of the sample in question recovered within the normal reference range with typical fluid verify measurements. Hsc concluded that the root cause of the event is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material in the plasma. The cause of the discordant, falsely depressed na results on one patient sample was due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on one patient sample upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on an alternate dimension vista instruments, resulting higher. The customer reran the sample on the original instrument, resulting higher and matching the repeat results obtained on the alternate instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.